Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results on an performa ii meter, compared to a professional meter, within 15 minutes: 262 mg/dl (performa ii meter) and 131 mg/dl (hospital's meter). The patient had symptoms of hypoglycemia with lost consciousness and was taken to the hospital. The type of treatment is unknown. The user was discharged after four days. Return of the suspect device was requested for evaluation.